Manufacturer narrative:
The manufacturer received information in relation to a dreamstation expert unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded and also found contamination of dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a dreamstation expert. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, corrosion on power connector as well as dust/dirt contamination was found. No other problems were detected. The device was scrapped.